Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 4mm x 15cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured during the procedure. The device was not available and there were no reported injuries to the patient. This was during a pta procedure. The target vessel was the superficial femoral artery (sfa). The target site vessel characteristics included mild tortuosity and 70% stenosis with no signs of calcification. The device was stored, prepared, and used per the instructions for use (IFU). There were no visible signs of damage to the device or device packaging prior to use. The physician achieved certification on the use of the powerflex pro balloon catheter and has used the device several times prior to this procedure. There was no difficulty removing any of the sterile packaging components. The device maintained negative pressure during preparation. The contrast to saline ratio used was 1:1. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 4mm x 15cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured during the procedure. The device was not available and there were no reported injuries to the patient. This was during a pta procedure. The target vessel was the superficial femoral artery (sfa). The target site vessel characteristics included mild tortuosity and 70% stenosis with no signs of calcification. The device was stored, prepared, and used per the instructions for use (IFU). There were no visible signs of damage to the device or device packaging prior to use. The physician achieved certification on the use of the powerflex pro balloon catheter and has used the device several times prior to this procedure. There was no difficulty removing any of the sterile packaging components. The device maintained negative pressure during preparation. The contrast to saline ratio used was 1:1. A non-sterile unit of ¿powerflexpro 4mm15cm 135¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed observing an axial burst on the balloon. No other outstanding details were observed. Functional testing was not performed due to the condition the unit was received. The balloon was inspected with a vision system observing a rupture on the surface where the water is leaking. The balloon surface presented evidence of a rupture condition with elongations and secondary scratch marks located near the damaged border area. The reported event of ¿balloon burst¿ was observed through analysis of the returned device since an axial burst was noted on the balloon during analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, this type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks and elongations on the surface could probably lead to the damaged condition found on the received device. It seems that the material near the damaged area was affected by a sharp object from the outside of the device. It is possible that the tortuosity and stenosis reported led to balloon damage. As per the IFU, use only the recommended balloon inflation medium of 50/50 contrast/saline. The catheter should only be used by trained physicians. Balloon inflation should be performed with the guidewire extended beyond the catheter tip. Inflation at high-rate may damage the balloon. If at any point during insertion of the catheter resistance is felt, withdraw the entire system. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 4mm x 15cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured during the procedure. The device was not available and there were no reported injuries to the patient. This was during a pta procedure. The target vessel was the superficial femoral artery (sfa). The target site vessel characteristics included mild tortuosity and 70% stenosis with no signs of calcification. The device was stored, prepared, and used per the instructions for use (IFU). There were no visible signs of damage to the device or device packaging prior to use. The physician achieved certification on the use of the powerflex pro balloon catheter and has used the device several times prior to this procedure. There was no difficulty removing any of the sterile packaging components. The device maintained negative pressure during preparation. The contrast to saline ratio used was 1:1. The device will be returned for evaluation.